Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of the rod road above the iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that, during intraocular lens (iol) implantation surgery, while advancing the iol into the eye, the insertion rod did not engage the iol edge properly to push the iol through the cartridge and the rod road above the iol. The physician attempted to retract the rod and advance the iol for the second time, but the same thing happened. The cartridge was engaged with the eye and the iol remained within the cartridge. So the physician decided to get a new iol, cartridge and handpiece and delivered the iol into the eye successfully. As per the physician the more rounded edge of the iol did not engage with the standard handpiece advancement rod.